Event description:
Information received by medtronic indicated that there was a leak from the valve of the sheath. The sheath was removed from the patient and replaced, and the cryoablation procedure was completed without further issues. No adverse event occurred.

Manufacturer narrative:
Investigation into the alleged failure was not possible since the device was not returned; it was discarded by the user facility. The reported issue is a known issue for this device and a field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.